Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device had hematoma. Evacuation of hematoma was then performed. To date, this device remains in service. No additional adverse patient effects reported.